Event description:
It was reported that during upgrade procedure, attempts to access the left subclavian vein system resulted in pneumothorax. The patient remained stable during pneumothorax management. The patient was discharged after the pneumothorax resolved.

Manufacturer narrative:
.